Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, prime/a33 test, excessive no delivery test, and the displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the basic occlusion test, occlusion test, and the dat test due to reservoir tube lip damage. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he recently went to the emergency room due to a blood glucose level of 500 mg/dl. The customer stated that the reservoir was coming out of the insulin pump. Troubleshooting was declined; the insulin pump was not replaced or returned for analysis.